Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a broken force sensor was detected during seating or regular delivery. Customer blood glucose reading was 169 mg/dl. Troubleshoot was not completed. Troubleshooting cannot have completed because critical error showed. Insulin pump will be returning for analysis.

Manufacturer narrative:
Unit received with critical pump error and pump error 35 due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch.